Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection. Reportedly, the patient experienced some discomfort at device site and a hole on the site was noticed. Also, the header of the device could be seen. A revision was performed and the cardiac resynchronization therapy defibrillator (crt-d) along with the right atrial (ra), left ventricular (lv) were explanted while the right ventricular (rv) lead was capped due to removal difficulty despite several attempts. No additional adverse patient effects were reported. The rv lead will be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental is being filed to correct the b5: describe event or problem. This supplemental correction report was created to capture updates on h6: device codes and b5: describe event or problem.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental is being filed to correct the b5: describe event or problem.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the patient experienced some discomfort at device site and a hole on the site was noticed. Also, the header of the device could be seen. Fluid discharge was also noted. There were no additional adverse patient effects reported. The rv lead was explanted.